Event description:
The customer tested his blood glucose using his 3 contour meters and received readings of 101, 99 and 226 mg/dl. The difference between the 226 mg/dl and 101/99 mg/dl readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.